Manufacturer narrative:
This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the keypad cover was found to be peeling around the up arrow button. During testing, the down arrow, ok, and contrast keypad buttons were found to be unresponsive. The up arrow keypad button responded appropriately to button presses. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.